Event description:
When the frosting of the probe was noticed during the first freeze, the surgeon decided he wanted to turn off ( or thaw) the probe after two minutes. He did not want to replace that probe with another. He immediately placed warm saline around the probe in a sterile glove. With the second freeze he used the probe again for only one minute. Redness on the skin was sited and surgeon was concerned.

Manufacturer narrative:
Corrected data - lot number of probe received for evaluation is 26991, not 26238 as originally reported. Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.